Event description:
It was reported that the implantable cardioverter defibrillator (ICD), right ventricular (rv) and right atrial (ra) leads were extracted due to infection. There was vegetation on the rv lead. No further information was available.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.